Event description:
The sales rep reported that in 2008, during surgery, the struts for implantation were inserted, however, there was not proper alignment and the struts had to be explanted. This caused an approx surgical delay of 5 mins.

Manufacturer narrative:
Requests have been made for the return of the prod. Device MFR date is unk. Eval is pending upon return of the prod.